Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 698 mg/dl. The caller stated that she has experienced high glucose for the past three months. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. The customer's most recent glucose reading was 220 mg/dl, and she has been off the insulin pump and treated with manual injections. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked case on lcd display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.